Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer failed during functional testing. It was also noted that the battery was depleted and the product label was damaged. The analyzer was replaced by another analyzer for the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.